Manufacturer narrative:
Method: device history review; visual inspection; functional inspection; complaint history review; risk assessment; results: the plausible root cause of the reported event is user related. Specifically, applying excessive force to the t-handle during impaction as it was reported that the disc space was tight. Also, due to the age of the device normal wear may have contributed to device fracture as well. The t-handle should be regularly lubricated to prevent application of excessive force when attaching/detaching trials. Conclusion: the plausible root cause of the reported event is user related. Due to the age of the device normal wear may have contributed to device fracture as well.

Event description:
It was reported that the handle was attached to a long stem trial. When we used the slap hammer to back out the trial, the handle became lodged in the stem of the trial. Part of the handle broke off internally.

Event description:
It was reported that the handle was attached to a long stem trial. When we used the slap hammer to back out the trial, the handle became lodged in the stem of the trial. Part of the handle broke off internally.